Event description:
It was reported that device had a broken carriage. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top case was damaged at front corner. The left and right plunger cases were damaged. The bottom case in cracked. Customer's reported issue was duplicated. The root cause of the reported issue was determined to have been caused by the customer's impact to the device. Actions taken to mitigate the reported issue: replaced broken carriage.